Event description:
It was reported that during a lap hepatectomy, the cartridge came off and was not used for the patient. Another cartridge was loaded into the same instrument and device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? No information. During which stroke did the event occur? No information. What color cartridge was being used? No information. What other color cartridges were used before and after this event? No information. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No information. Was there any difficulty removing the device from the tissue? No. Did the cartridge fall into the patient? How was the cartridge retrieved? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.